Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2019 with the following findings: during investigation, the complaint regarding occlusion was reported on (B)(6)2017 . According to the pump history the pump was in use until (B)(6)2018 therefore all black box and alarm data from the time of complaint has been overwritten. The pump passed all required testing no occlusion or force sensor defects were found or duplicated . The current data shows no evidence of occlusions. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.